Event description:
Per the clinic, the patient experienced no sound perception with the device. The device was subsequently explanted in (B)(6) 2026 (specific date not reported) due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.